Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump did not turned on same as old insulin pump as well battery was not accepted by insulin pump currently. The customer¿s blood glucose was unknown. Customer explained that she needed the new industrial batteries as the one she currently had might not be accepted by insulin pump. Customer did not had any new batteries. Customer was explained that she needs to get new batteries from store before the troubleshooting for any other problems of insulin pump may had as this was the only reason why insulin pump may not turn on. Customer was advised to use a pen according to back up plan because they had pen in home and they will go to the store in the morning to buy new industrial batteries. The insulin pump will not be returned for analysis.